Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.

Event description:
It was reported that a patient was having an alert come through merlin.net that showed a high voltage lead impedance measurement out-of-range. The lead was checked and confirmed that it was a single coil lead. Standard reprogramming of the device was said to correct the alert when the patient is next seen in-office.